Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
The customer reported via phone call that she had a motor error alarm on the insulin pump. Customer's blood glucose was 186 mg/dl at the time of the incident. Customer stated that she received the alarm during a battery change. Customer does not use the sensor feature on the pump. Customer stated that they are able to complete the rewind sequence. Customer mentioned that she also had a failed battery test alarm and an off no power alarm. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
The insulin pump alarmed motor error during the basic occlusion test due to faulty force sensor resistor. The motor passed motor test. The operating currents tested with in the specification range and passed off no power test. No failed battery test and no off no power anomaly noted. The insulin pump has cracked reservoir tube lip, minor scratches on display window and missing the end cap sticker noted.